Event description:
It was reported that there was a revision due to unknown reasons. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Cmp-(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-01043, 0001822565-2023-01044, and 0001822565-2023-01045. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay corrected information. The following sections were updated: b4; b5; d2; g2; g3; g6; h1; h2; h6. Upon further investigation, it was determined that this device did not contribute to the event. The initial report should be voided.

Event description:
No further event information available at the time of this report.